Event description:
It was reported that a spectrum iq infusion pump failed flow accuracy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, reported symptom of "failed flow accuracy." Was reproduced. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 vtbi with the results of 42.456 and failing error percentage of (B)(4). Evaluation also sent device to flow lines for flow testing at 40 ml/hr for 30 mins at 20 vtbi with the results of 21.257 and failing error percentage of (B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires readjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.